Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator had a touchscreen that would not operate. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing a pre-delivery, the sales representative observed that the v60 ventilator had a touchscreen that would not operate due to a failure (unspecified). This investigation is ongoing.

Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that a misalignment in the touch position was confirmed. A calibration was performed on the touchscreen; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.